Event description:
Reporter stated that user from facility reported that lower segments in the volume and specific gravity displays of station 1 were faded. Reporter had caller rub his thumb across the display with no resolution of the problem. Reporter advised user not to use station 1 and arranged for unit to be sent to product services for evaluation. No pt involvement.